Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned catheter system found no damage along the surface of the device; however, ptfe liner was found occluding the lumen, which is consistent with the advancement issue described in the reported event. A segment of the occlusion was heat-tested with 500f hot air and did not melt or deform, confirming that the material is ptfe. The physical evaluation of the device could not identify the conditions or circumstances that led to the ptfe liner damage, but the damage is consistent with the device experiencing forces over specification. The headway microcatheter and guidewire used in the procedure were not returned for evaluation, so the investigation could not determine if they had caused or contributed to the reported complaint.

Event description:
While preparing the sofia device on the back table, the microcatheter would not advance through the sofia ex. The operator then attempted to advance just a wire, but that also would not advance. The sofia was not used and was replaced with a competitor device. Additional information from the post-evaluation report revealed that a ptfe liner was found to be occluding the lumen, which is in line with the described advancement issue in the reported event.